Event description:
On 10/27/98, the patient's mother picked up a fork from the patient's lunch tray to feed the patient. Suddenly, she saw 2 rounded metal 1.5 mm objects on the plate. Further inspection by the dir. Of dietary dept. Showed more rounded objects stuck between the sticks of several forks.